Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain". Later healthcare professional reported "peri-implant fluid was sent for pathology with no tumor cells identified". This record is for the right side. The device was explanted.